Event description:
The account alleged the head section will not lower. He tried CPR and the head section lowered properly but then had an unintentional head up function. He said nobody was hurt. The account isolated the issue to the right siderail.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.